Event description:
It was reported that the patient presented for an implant procedure. While preparing for the procedure, the clinician was able to dock the delivery catheter into the leadless pacemaker but had difficulty doing so. During the procedure, the leadless pacemaker was fixated, however, intermittent capture was noted. The device was retrieved, and the helix was noted to have sprung and had a clot on it. The device could no longer be separated from the delivery catheter. The leadless pacemaker was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of intermittent capture, stretched helix, connection problem, and separation failure were not confirmed. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed, including output verification found no anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.